Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for one, unknown screw associated with the locking compression plate percutaneous aiming system 3.5mm for philos. Device is an instrument and is not implanted/explanted. The complaint device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a proximal humerus fracture on (B)(6) 2016, it was found that into a locking compression plate percutaneous aiming system 3.5mm for philos had a screw that was installed in the wrong direction. The surgeon removed the screw and tried to reposition it the right direction. The screw, however, was not going into the body of the device and bent. The device was not functional for the surgery. There was a 30 minute surgical delay due to the reported event. There was no reported adverse consequence to the patient. This report is for one, unknown screw associated with the locking compression plate percutaneous aiming system 3.5mm for philos. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the initial complaint was reviewed and found not reportable. It was noted when the device was evaluated by the manufacturer that the unknown screw actually belongs to the aiming system 03.122.006. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. The device was reported to have malfunctioned during surgery, and there was a 30 minute delay. However, there is no information to suggest the malfunctioned caused the need for additional medical or surgical intervention, or that the patient or user was harmed as a result of the malfunction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It was noted when the device was evaluated by the manufacturer that the unknown screw actually belongs to the aiming system 03.122.006. The information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. The device was reported to have malfunctioned during surgery, and there was a 30 minute delay. However, there is no information to suggest the malfunctioned caused the need for additional medical or surgical intervention, or that the patient or user was harmed as a result of the malfunction.